Event description:
It was reported that the cartridge was leaking from an undefined location. Reportedly, the pump supplies were changed to address the issue. Customer's blood glucose ranged from 270-433 mg/dl.

Manufacturer narrative:
Device not returned.